Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) stated they don't feel any stimulation and have been going to the bathroom about 5 times a day. Pt states this issue has been going on for about 2 weeks. Pt states they tried increasing stim to 3 but the issue persists. Troubleshooting was unable to be performed as pt is already aware of how to increase stimulation. Patient services reviewed pt can continue to increase stimulation to see if issue resolves. If not, patient services recommended speaking to doctor to determine next steps or possible program change. The patient was redirected to their healthcare provider to further address the issue.